Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the mega suturecut needle driver instrument wire snapped. A piece of wire fell into the patient. The wire fragment was retrieved, and the team handed it in with the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected on the field with no apparent damage. At the end of the procedure the fragment was noted and retrieved. Only one fragment was seen. No additional surgical procedures occurred. No post operative tests. The arm was used for cholangiogram during case. The procedure was robotically completed. No patient injury or harm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.